Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 483mg/dl. Customer agreed to troubleshoot for high readings. The customer had no symptoms and treated with health care professional's instructions. Customer stated that they have contacted their doctor in regards to high blood glucose. Customer's blood glucose value was 438mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles and also declined to check pump settings. The product will not be returned for analysis.